Event description:
Pt was previously treated with lipidfiltration 5 times without any complication. About 20 minutes after start of the sixth treatment, adverse events (aes) (flush, blood pressure decreased) occurred. The treatment was interrupted without blood recovery and physiological saline was given. Thereafter, the treatment was continued, but terminated after a short while, because the pt lost consciousness. Then a defibrillator was used.

Manufacturer narrative:
The used product was not available because the product was disposed in the healthcare facility. Se we reviewed manufacturing records, quality records of lot# m9xbxm. As a result, no abnormality was found in records. Flushed face and hypotonia (blood pressure decreased) are listed in IFU as the event to monitor during the treatment. These aes might occurred in part or in total related to the pt's physiology. Plasmaflo op is used as plasma separator and plasma component is further separated by cascadeflo ec, which was concomitantly used for this pt. This pt received ace inhibitor and we found the warning for this inhibitor in the IFU of cascadeflo dated on november 2010. It says that "pts receiving treatment with ace inhibitors may be at higher risk of anaphylactoid reactions, and consideration should be given to withholding treatment for 1-2 days prior to each procedure". So we assume that the involvement of cascadeflo might be higher than plasmaflo in this ae. This incident occurred in (B)(6) and is reported to FDA according to the requirement.